Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 3, 5 and 8. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that the patient lost stimulation. The physician suspected that the leads were fractured due to a nondevice related fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient lost stimulation. The physician suspected that the leads were fractured due to a non-device related fall. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.